Manufacturer narrative:
Section a4,h4, h7, h9: additional information manufacturer's investigation conclusion: the report of a "set rpm not reached" alarm and inability to change speed was confirmed through the analysis of a data log file retrieved from the returned centrimag 2nd gen primary console ; evaluated under MFR #2916596-2019-02332) associated with this event. Per the log file's timestamp, on may 13, 2019 the console was supporting a system at a speed of ~3900rpm and a flow of ~4.5lpm for over 59 hours. At approximately 9:10am of the same day the console alarmed with an active system alert:s3 alarm as a result of an active sf_ifd_shutdown_detected fault. Soon after, pump speed dropped down to ~3000rpm and the flow reading became blank. As a result, the console alarmed with set speed not reached:m5 and flow signal interrupted:f2 alerts. Attempts to adjusted pump speed were unsuccessful. These alerts were captured until the pump was disconnected and the console was powered down at approximately 9:21am. The returned centrimag motor was visually inspected and found to be in unremarkable condition. Additional testing of the motor's cable did not reveal any issues. The reported event was not reproduced during testing. However, reports of similar events have been documented and corrective action (CAPA) has been initiated to investigate and address the issue. This investigation determined that the root cause of the events captured in the log file was related to the motor used during the event. This motor was manufactured prior to the implementation of the CAPA. Final disposition of the motor will be determined by the CAPA. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The same report is submitted under MFR #2916596-2019-02332 for a different device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag (cmag) system for the left heart was alarming "set rpm not reached." Upon assessment of the motor, the motor seems to be running properly. However, the control panel was off and was not responding to buttons being pushed. The cmag monitor showed that the rpm of the cmag system cannot reach the set rpm of 3900 and the actual rpm is between 3000 and 3050. The cmag system for the right heart was working as intended and no alarms were observed. The patient mental status was unchanged but was little anxious, and svo2 level dropped to as low as 29 settling around 30s. All wires and cables were checked. The clinical team decided to exchange to the backup motor and the backup console. There was no further issues. The patient denied any sign and symptoms of low cardiac output. The patient's svo2 slowly trended back up to 40s, and continued to be monitored.

Manufacturer narrative:
Correction. Labeled for single use and usage of device: additional information.

Manufacturer narrative:
The device returned for analysis. Similar reports has been investigated and the reported event was the result of a software design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott will perform a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The investigation will be submitted as a follow-up once it is complete.